Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number : (B)(4). Batch/lot number: 19522347. Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the ipg was too low and patient was sitting on it. Also, x-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein the ipg and lead were replaced and relocated. The patient was doing well postoperatively.